Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient¿s weight at the time of the event was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving bupivacaine 0.5 mg/ml for a total dose of 0.08108 mg/day and morphine 1 mg/ml for a total dose of 0.1622 mg/day via an implantable pump for non-malignant pain. It was reported the rep called to confirm catheter lengths and volumes. Catheter lengths and volumes were reviewed. It was noted they were doing a pump revision for pump pocket issues. It was noted that the patient was experiencing abdominal pain, so the healthcare professional (hcp) wanted to move the pump pocket to the left thigh. It was noted there was no issues with the catheter, but that they just had to make it longer to allow for the pump to be located in the left thigh. The rep noted they were in the middle of the case and the pump was already relocated to the left thigh. Product compatibility was discussed. The patient reported experiencing abdominal pain. The rep noted they thought they were going to a normal elective replacement indicator (eri) replacement, but when they showed up they were informed of the issues with the patient and the pump. The event date was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.